Event description:
Upon receipt of the device and incoming inspection, the subsidiary quality manager reported that there were defective side holes in the invent ventricular cannula. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. Quantity implicated 1/160 units.